Manufacturer narrative:
Details of the complaint:: the biomedical engineer (bme) reported that the central nurse's station (cns) went into a blue screen. The users tried to reboot, but the blue screen persisted. The biomed found that the hdd had failed and was keeping the cns from booting up properly. The cns was showing hdd 0 error. The biomed removed drive 1, and then put drive 0 hdd in the drive 1 bay. The cns was able to boot up, and they were able to monitor patients. No hdd in the slot for drive 0 right now and will need to replace it. The customer ordered 2 new hdds and replaced them. The cns is working with the new drives. No patient harm was reported. Investigation conclusion: when hard drives fail, this failure can manifest in different ways. There can be an error message, or the device may reboot, or the device screen could "freeze." The unit may sometime then restart, or the device may need to have the hard drive replaced. Sometimes the unit can be rebuilt by the backup disk (i.e., the system has raid (redundant array of independent disks - which puts multiple hard drives together to improve performance)). Hard drive failures probably attributable to reaching the end of expected useful life (approximately 20,000 hours of use - every two years). In this incident, the device has been in use for seven and half years with no history of hdd replacement, and hard drive degradation is a high possibility. The overall risk of this event, taking into consideration of severity and probability, is "medium". Attempt #1 08/12/2021 emailed customer via microsoft outlook for all items under the no information section. The customer respond back with complaint details, but they did not provide patient information as requested. Additional device information: d10: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided. Attempt #1 08/12/2021 emailed customer via microsoft outlook for all items under the no information section. The customer respond back with complaint details, but they did not provide additional device information as requested.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) went into a blue screen. The users tried to reboot, but the blue screen persisted. The biomed found that the hdd had failed and was keeping the cns from booting up properly. The cns was showing hdd 0 error. The biomed removed drive 1, and then put drive 0 hdd in the drive 1 bay. The cns was able to boot up, and they were able to monitor patients. No hdd in the slot for drive 0 right now and will need to replace it. The customer ordered 2 new hdds and replaced them. The cns is working with the new drives. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) went into a blue screen. The users tried to reboot, but the blue screen persisted. The biomed found that the hdd had failed and was keeping the cns from booting up properly. The cns was showing hdd 0 error. The biomed removed drive 1, and then put drive 0 hdd in the drive 1 bay. The cns was able to boot up, and they were able to monitor patients. No hdd in the slot for drive 0 right now and will need to replace it. The customer ordered 2 new hdds and replaced them. The cns is working with the new drives. No patient harm was reported.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided.